Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. However, there was cid#(B)(4) opened for documented the investigation. A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. Initial reporter facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after checking the foley catheter cuff during pretesting, they were unable to drain the fluid. Since this was a pretest, a different product was used. Medicon syringe was used. (B)(4) was the same facility and issue, but when they checked the defective item that they pulled out, they found that the water was draining out. Just to be sure, they wanted to check that there was no problem with the inflation lumen or valve. Per investigator's notification received on 03dec2025, it was reported that additional sample was returned for sample evaluation.

Event description:
It was reported that after checking the foley catheter cuff during pretesting, they were unable to drain the fluid. Since this was a pretest, a different product was used. Medicon syringe was used. It was the same facility and issue, but when they checked the defective item that they pulled out, they found that the water was draining out. Just to be sure, they wanted to check that there was no problem with the inflation lumen or valve.

Manufacturer narrative:
Initial reporter facility name: (B)(6) association. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.